Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23074 it was reported that the patient presented for a follow-up in clinic. Both right atrial (ra) and right ventricular (rv) leads exhibited noise and intermittent capture. The ra lead was still implanted, while the rv lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.